Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the pt went to the hcp office and the device was off and had reset to factory settings. The device was reprogrammed, but within ten minutes, it had turned off and reset itself again. The device was replaced. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.